Event description:
Metafix / trinity revision of the stem, ceramic head and ecima liner after 2 days due to dislocation from excessive stem anteversion.

Manufacturer narrative:
Per -5122 initial report. Additional information including post primary and pre revision x-rays, operative notes, what the patient was doing at the time of the dislocation, whether the patient experiences any slips / falls or other trauma post primary, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, ceramic head and ecima liner after 2 days due to dislocation from excessive stem anteversion.

Manufacturer narrative:
Per -5122 final report additional information including post primary and pre revision x-rays, operative notes, what the patient was doing at the time of the dislocation, whether the patient experiences any slips / falls or other trauma post primary, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event. No additional information was provided therefore the scope of this investigation was limited. The appropriate device details were provided, and the relevant device manufacturing records were identified and reviewed. Finished parts conformed to material and dimensional specifications at the time of manufacture. Based on the available information, no further investigation can be conducted. It was reported that the event was caused by excessive stem anteversion, but this could not be confirmed. Therefore the root cause of the reported event remains unknown. This case is now considered closed. Should additional information be provided, the case may be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.